Manufacturer narrative:
This event was reported to arthrex via facility report 1 year after the original surgery. The device was requested for evaluation, but the disposition of the device is unknown, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested, but not provided, therefore device history record review could not be performed.based on the information provided, the most likely cause of this type of event is applying excessive force while grasping and manipulating suture or applying excessive leveraging forces.the potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via customer medwatch that the tip of a device broke off during a shoulder case. X-ray showed the tip was retained in the patient's shoulder. The surgeon did attempt to retrieve the tip, but was unsuccessful; the patient was informed of retained fragment at the time of the event. Follow-up with the facility provided information that the patient, now approximately one year post-op, is presenting with shoulder pain. Information regarding the treatment plan was requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.